Event description:
N/a

Manufacturer narrative:
Investigation summary: this complaint reports that a "hole" was found in the hose of an oasis drain (p/n 3600-100, l/n 507329). The device was not returned and no pictures were provided. When additional information was requested, the user stated that the hole was located at the connection site between the drain's patient tube and the chest tube. They also stated that prior to the hole being discovered the drain had been in use for 3 days with no issues. The drain was replaced and this event caused no injury to the patient. The information provided by the user indicates that the "hole" is not damage to the patient tube, but rather a gap in the connection between the patient tube and the chest tube. This connection is made by the user via a barbed connector which is provided already connected to the end of the patient tube. The IFU instructs the user to routinely check all the drain connections, so if those instructions were followed the gap in the connection was most likely not there when the drain was first set up, but rather the connection came loose later on. If that is the case, it is also likely that the connection was not made tightly enough to begin with. The barbed connector has a series of barbs of increasing size to accommodate multiple sizes of chest tubes. The chest tube being used was not specified in the report. A DHR review was completed which did not identify any anomalies in manufacturing. The IFU provides adequate instructions for the setup and use of the device. The IFU instructs the user to regularly check all the connections. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. A recurring lot number report was completed which did not identify any other complaints involving lot 507329. No pictures were provided and the device was not returned for evaluation. Neither the complaint nor a device nonconformance can be confirmed. The root-cause of this complaint is impossible to define.

Event description:
It was reported by the distributor that while being used on a patient, a hole in the hose of the chest drain was noticed. No injury to patient.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Additional information received stating: patient was on the drain for three days before issue was noticed. Hole was found at the site of connection to the chest tube.

Manufacturer narrative:
Additional information: sections a1, a2, a3, a4, b5, b7, d9, & d10.